Event description:
It was reported when using the pyxis medstation es system, the fridge was not detected on communication bus. The customer reported that the malfunction resulted in a fifteen-minute delay in the administration of medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that jack was broken on fridge end and ethernet cable was defective. The field service engineer substituted the ethernet cable linking the es fridge to the es main. After restarting the medstation and fridge, both are now functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.